Manufacturer narrative:
The insulin pump was received with p-cap / reservoir locks properly into place. Unit received with blank display due to corroded electronic assemblies. Unable to verify pump error 53, perform displacement test, self test, and current measurements due to display anomaly. Unit received with pillowing keypad overlay and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received software error detected alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.